Event description:
The facility reported to customer service a pump that failed the air-in-line test allowing bubbles through the line without alarming (failure to alarm as intended). This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that failed the air-in-line test allowing bubbles through the line without alarming (failure to alarm as intended) could not be confirmed or duplicated; therefore, no correction to the device was made. The device was returned to the customer fully operational.